Event description:
Event verbatim [preferred term] burn blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unknown age started to use thermacare heatwrap (thermacare lower back & hip) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. On an unknown date, the patient experienced burn blisters. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. According to the product quality complaint group on (B)(6) 2020, this investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm is s3. Follow-up (B)(6) 2020: new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Severity of harm is s3.

Event description:
Burn blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unknown age started to use thermacare heatwrap (thermacare lower back & hip) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. On an unknown date, the patient experienced burn blisters. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event of "burn blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and event cannot be ruled out.